Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 proglide (part #12673-03; lot # unk), will be filed under a separate medwatch MFR number.